Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for cl on a (B)(6) year old male patient with hypertension & hyperlipidemia. There was no patient information at the time of this report. Date: (B)(6) 2015, collection: 09:40, test time: 09:46, sample: a, result: 69; date: (B)(6) 2015, collection: 09:40, test time: 09:55, sample: a,result: 102. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2015. Customer returns and retain product was tested and are functioning according to specification..

Event description:
Na